Event description:
It was reported that during a laparoscopic robotic prostatectomy procedure, the first device made a crunch noise then would not fire. The device would not release from tissue at first then finally was able to be removed manually. When the device was examined there were protruding unformed staples in the back jaws and no other staples deployed. The device did not cut at all. The second device did not feel right when closing. The surgeon was pulling the trigger and the knife blade was not moving forward. Due to the location the device was fired, it is unknown if any of the staples deployed, however, it appeared that half the reload cartridge fired. The procedure was prolonged by thirty minutes. Suture was used to complete the procedure. No adverse consequences reported.

Event description:
It was further reported that per review of films by the reporting physician, it was confirmed that the dissection occurred during post-dilation with the quantum maverick balloon.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Serial number corrected. The original report of results was for the wrong meter. This report is for the correct meter. The results of the incorrect meter happen to be the same as the results for the correct meter.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A healthcare worker (hcw) reported a skin reaction on three finger tips after exposure to a sterrad cassette that was left on top of the sterrad nx after troubleshooting. The reaction was described as "pinching like pins and needles and white discoloration of fingertips." The symptoms lasted for several seconds prior to flushing with water. The hcw did not receive medical treatment and reports her condition to be stable. The healthcare worker was not wearing gloves at the time of the exposure.

Event description:
During troubleshooting, customer received a result of 3.5 on the compact plus system. No unit of measure was displayed. The device should report numeric results in the range of 10-600 mg/dl, with results less than 10 mg/dl being reported as "lo". The decimal seen during troubleshooting is being reported here as a darkened element of the screen display. Requested return of device, replacement sent.